Event description:
Pt called lfs alleging that their one touch basic enhanced meter would prompt not ok and redo check. Pt did not have any symptoms at the time of concern. Pt reported that they contacted a medical professional for advice and was treated by a medical professional with glucose. The pt explained that the "not ok" message appeared during the test. The pt confirmed that the test strip was not removed during the test and that they had been cleaning the meter correctly. The customer service rep walked pt through proper testing procedures and re-testing. Neither the "not ok" nor the "redo check" messages were resolved. Medical affairs specialist mailed a letter, since the pt could not be reached. There was no evidence of an adverse event, however, the meter is being reported due to the unresolved error messages. Pt's meter and control solution were replaced.